Event description:
Caused a rash; reported by hcp (healthcare professional). Did not consent to follow up: (B)(6). All available information is provided in this report, no further clarification is available. (B)(6).